Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was presumed to have been simethicone - however, the material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿angulation malfunction¿ was confirmed. The device evaluation found the up angle was inoperative, up/down angle play and bending angle return failed. Additionally, white crystallized contamination believed to be an infacol (simethicone) type product was evident within the j channel due to insufficient cleaning. The light cover glass was chipped and the adhesive around it was worn. The optical cover glass was stained, and the adhesive was worn. The distal end adhesive was lifting. The switch condition was worn, and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported angulation malfunction on the evis lucera elite colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: white crystallized contamination believed to be an infacol (simethicone) type product was evident within the j channel. There were no reports of patient or user harm associated with this event.